Event description:
It was reported that the p-waves were small and there was intermittent atrial undersensing observed on the right atrial (ra) lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 694965 lead; 5071-35 lead; 5866-38m adaptor; 5071-35 lead, implanted: (B)(6) 2007. (B)(4).